Manufacturer narrative:
The product was returned and is pending the completion of the investigation. We are unable to confirm the bent cannula and dislodged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 340 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (back), the pod's cannula was not inserted and sitting on the skin and it was also bent. As treatment, a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The needle mechanism assembly was inspected for any abnormalities or deficiencies and no issues were noted. No problems were found that would result in insufficient insulin delivery or cause the cannula to become dislodged from the infusion site. Although no problems were noted, the reported event could not be determined. The soft cannula was found to be in a normal condition with no indication of having been bent or kinked. Fluid was able to travel through the cannula and out of the distal tip without issue.